Event description:
It was reported that there were problems with the handheld device. The problems were not specified and the handheld device has not been returned to date. No further information has been received to date.